Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient's device has been off for about four years. Battery stopped working and patient never got it fixed. Reason for call was to get MRI information.